Event description:
It was reported by a customer in (B)(6) that, during patient use, the ht50 ventilator generated a &quot;high mv&quot; alarm, and a leak was confirmed. The block part of the gas outlet had detached from the body. The patient was transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
The evaluation and repair of the device has not yet begun. (B)(4).